Event description:
In 2007, hx - had placement of replicon prosthesis in 1990. The 250 left and 295 right did well until recently she noticed significant swelling in right breast and painful. Unknown rupture. The following month, pt underwent bil partial capsulectomies and implant removal - both implants removed intact - some silicone bleed bil. Large amount fluid around right implant within the capsule - none in left. No free silicone outside the capsules.